Event description:
As reported by the affiliate, the cypher select +, 3.5x13 was implanted in the ostial-right coronary artery (rca) two months ago. With re-angiogram, the stent was fractured. There was also restenosis. When the physician tried to snare the fractured stent out, it dislodged into the aorta and flushed to the common iliac artery. The device was explanted and the target lesion was treated with a xience v stent. The pt's status was normal following the procedure. Cd films are not available. Pci was performed on a 70% lesion in the ostial right coronary artery of greater than 100mm in length with vessel tortuosity. The lesion was angulated and calcified. A total of five overlapping cypher stents were deployed with a total length of stented segment approx 100mm in length. The stents were implanted in an actively moving segment of the artery but the complaint product was not. The stented area was not in a location where the vessel was intramyocardial and no myocardial bridging was noted. The stent was deployed at 16 atm and ivus was done after initial placement of the stent. The device was post-dilated at unk inflation pressure. There were no anomalies noted before the device was used.

Manufacturer narrative:
Please note that the lot number of this device is not available. However, the device was returned for analysis which is pending. Additional information received will be submitted within 30 days upon receipt.